Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator is not "giving tidal volumes". The customer reported that he has no further details regarding patient involvement, it is currently unknown.

Manufacturer narrative:
A vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning flow sensor. The service technician replaced the flow sensor and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.